Event description:
It was reported that noise was heard from the ventilator and that the flow, pressure and volume curves were noisy. (B)(4).

Manufacturer narrative:
According to received information, the nozzle units in the air and oxygen gas modules were replaced. The ventilator was back in service. The nozzle units were discarded and therefore not returned for investigation. The ventilator logs were received, but the event log does not cover the day of event. Since the replaced nozzle units were discarded, it is not possible to determine with certainty the true cause of the event. But earlier investigations of similar failures with replacement of nozzle units have shown that membranes in the nozzle units that get sticky can cause the described event. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane's stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay on release. The delay affects the regulation of the as flow through the gas module and causes failures during pre-use check and, during ventilation, it causes the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in (B)(6) 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness was wear of the membrane. (B)(4).